Event description:
It was reported that the patient presented in clinic due to tricuspid insufficiency on the right ventricular (rv) lead and the atrial (ra). The physician elected to explant and replace the rv ra lead. The patient condition was unknown.